Event description:
The customer stated that the architect analyzer generated a falsely elevated troponin result on one patient sample. The results provided were: initial 0.094 / 0.012ng/ml. The sample was assayed on another architect and generated results of 0.009 / 0.000 / 0.006 / 0.000ng/ml. The customer's diagnostic cutoff for troponin is 0.090 ng/ml. There was no additional patient information provided. There was no reported adverse impact to patient management.

Manufacturer narrative:
Product size code was changed. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 60820un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves a discreet sample. Retest of the original sample on the original instrument as well as another architect generated negative results. Per the complaint text the field service representative observed the sample was hemolyzed, which leads to the possibility that sample integrity may have contributed to the elevated result. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.